Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a bhr-tha construct had been implanted on the patient¿s right hip on (B)(6) 2009, the patient experienced pain, metallosis, trunnionosis and lower extremity swelling. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. During this procedure, the bhr hemi head was removed from the trunnion and replaced with a 28+ oxinium head and a dual mobility insert that matched the original 52mm bhr acetabular cup. Dvt prophylaxis medication and broad-spectrum antibiotics were administered after concluding this procedure.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The intraoperative findings of trunnionosis and metallosis are consistent with findings associated with adverse reaction to metal debris. However, based on the limited information provided, the root cause of the clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, lower extremity swelling, and revision cannot be determined. No further clinical assessment is warranted at this time. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6: health clinical codes.